Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7078596 / 7078714.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was feeling more pain with the stimulation turned on despite multiple reprogramming. All device components were explanted and will not be returned.